Manufacturer narrative:
Exact date unknown, event occurred in approximately few years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8336-50. Serial: (B)(4). Batch: 21215469.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.